Manufacturer narrative:
A field service engineer (fse) conducted a site visit to address the reported event. The fse confirmed the complaint by reviewing the error log and was able to reproduce the error by trying to run a sample. The fse found the x1 pusher foot only moving to the right about an inch and then failed. The fse realigned the sample loader x1 pitch sensor which resolved the issue. The aia-900 analyzer was back in service. A complaint and service history review for serial number (B)(4) from installation date of (B)(6) 2021 through aware date (B)(6) 2022 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-900 operator¿s manual under section 12: flags and error messages states the following: error message: [2300] s. Loader step feed failure. Cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformance, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The most probable cause of the reported event was due to the sample loader x1 pitch sensor required realignment.

Event description:
Customer reported an error 2300, s. Loader step feed failure while running calibration on the aia-900 analyzer. There were no sample racks inside the analyzer. The technical support specialist (tss) had instructed customer to clean the sample feeder with alcohol wipes and to restart the analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for prolactin (prl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.